Event description:
The device was returned to the manufacturer, analyzed and tested out of specification. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer, analyzed and tested out of specification. There was a firmware - error message/code.

Manufacturer narrative:
Additional analysis was conducted to inspect the perimeter of the stacked chip scale package for anomalies. No anomalies were found. The device was also noted to have no electrical failures.